Event description:
The arthroplasty was revised due to further degenerative changes of the patella.the components were implanted in situ for ~ 1.8 y.the tibial insert and patellar components were revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella component. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an unknown patella was reported. The event was not confirmed. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to further degenerative changes of the patella. The components were implanted in situ for ~ 1.8 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 6.